Event description:
It was reported that foley catheter was naturally fell out. The catheter was placed in the operating room on (B)(6), and on (B)(6), when the patient returned to the east 4th floor ward, the patient reported that the catheter had fallen out naturally. Upon checking, the catheter had been found to had naturally fallen out. All pretests had been performed in the operating room and had been confirmed. Per internal bd comments received on 22aug2025, three cases of spontaneous removal had occurred in the past week. Per additional information received from rcc on 10sep2025, stated that they also confirmed the misalignment of the sensor tip of the thermistor wire.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation noted inflated catheter with 10ml mbs using in-house syringe. During inflation, pinhole at trifurication site found measuring 0.013in. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Refer to CAPA 12182448 for further details. Correction: d, e, h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6) medical center. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was naturally fell out. The catheter was placed in the operating room on (B)(6), when the patient returned to the (B)(6), the patient reported that the catheter had fallen out naturally. Upon checking, the catheter had been found to had naturally fallen out. All pretests had been performed in the operating room and had been confirmed. Per internal bd comments received on (B)(6) 2025, three cases of spontaneous removal had occurred in the past week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.